Manufacturer narrative:
The subject device was not returned to olympus medical systems corp (omsc). The malfunction of the subject device concerning this case has not been reported. The exact cause could not be determined. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "pulmonary infections in patients with and without hematological malignancies: diagnostic yield and safety of flexible bronchoscopy - a retrospective analysis". The literature reported the result of 572 patients of the flexible bronchoscopies procedure using olympus "flexible bronchoscopy" from january 2013 and december 2017. In the subject case, the following severe adverse events occurred. Pneumothorax: 5cases. ICU/imc admission: 5cases. Severe bleeding: 1case. Omsc will submit a medical device reports (MDR) depending on the device type.